Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was experiencing pain in the left shoulder; removed a 52 x 15 head.